Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative inspected the device but was unable to confirm the reported issue. The touch screen and processor board were replaced as a precaution. Functional testing did not identify further issues and the unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive during priming. There was no patient involvement.